Manufacturer narrative:
The device was received. Investigation is not completed. The lot number was provided. Review of the device history record for this lot is forthcoming. Any relevent finding will submitted in a follow up report. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
A vascular technician attempted an arteriotomy closure in the right common femoral artery using the starclose device after a diagnostic procedure. During the procedure, the vessel locator button would not stay down. The physician removed the device and reverted to manual compression to achieve hemostasis. There was no patient injury reported.